Event description:
It was reported that a secure connection could not be maintained on ten (10), size 8 dic, disposable inner cannulae and several ventilator circuit elbow adaptors. The attending homecare nurse visually observed that the 15 mm connector of the dic appeared oversized. The 8dic's and ventilator adaptor would disconnect immediately to sixteen hrs. After attachment. There was one (1) pt involved with no reported pt compromise. Only three (3) of the 8dic accessory components are available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the 8dic's have not been received by the MFR.